Manufacturer narrative:
The system was examined and the reported event was not replicated. The consumable information was not obtained. The system was tested and found to meet product specifications. The system was manufactured on april 22, 1998. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, intermittent aspiration and intermittent fluid flow into the cassette chamber then into the drain bag were experienced. This caused the case to take much longer to complete. There was no patient harm.